Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during "preventive implantation of clips on left sylvic aneurysm (not symptomatic)", the transitional member on the mayfield ultra base unit (a2101) came out when the patient's head was yet in the clamp. This occurred during the surgery when the surgeon unlocked the system via the golden handle of the unit for surgical needs/purposes. The transverse part was completely dissociated/ disassembled from the whole unit. There was unexpected jerk of the patient's head with risk of functional damage (paralysis in the aftermath of cervical injury). However, there was no adverse consequence for the patient because the surgeon managed to catch the head in his hands before the head fell. No increase in surgery time was reported.

Manufacturer narrative:
The mayfield base unit was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The base handle was not producing enough pressure and required readjustment and maintenance. Root cause - additional information regarding this complaint indicates the base handle was released to reposition the patient's head causing the incident of unexpected patient movement and transitional member displacement from mayfield base handle. Per the mayfield IFU warnings, "warning: failure to properly position patient and to fully tighten and secure all adjustable portions of this or any similar device may result in skull pin slippage and serious patient injury, such as scalp laceration, skull fracture, or even death.¿ and "warning: transitional member can slide out of the base handle if not fully engaged". The probable root cause of this issue was ineffective or lack of support of the patient's head/skull clamp while disengaging the base handle allowing for the transitional member to slide out of the base unit. Service and repair found the base handle required readjustment and maintenance, due to normal use and wear. However, this would not have contributed to the unexpected patient movement during repositioning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.